Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods. Investigation summary: the reported pcu issue with system error code 120.4420 was confirmed and replicated during laboratory testing. Initial laboratory testing as received was able to successfully replicate the error event identified by the facility and the unit alarmed displaying the reported error code 120.4420. Laboratory testing confirmed that the power supply board was faulty which was also confirmed with installation of the suspect board into a known good dchu test pcu device. The received pcu with s/n 16575518 with known good power supply board underwent an alaris system maintenance v.12.3 preventive maintenance on 26sep2024 and passed all its tests without any issues. The suspect pcu passed the power cycler and power stat variable autotransformer testing. According to the alaris system user manual (v12.3), the following is indicated when system error appears: operating channels will continue as programmed; however, settings cannot be changed. Replace the pcu as soon as possible. Record the settings prior to powering down the device. Settings are unrestorable. The system was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Replace the power supply board. Root cause: the root cause of the reported issue with the system error code 120.4420 was determined to be due to a faulty power supply board.

Event description:
It was reported that the pcu had a system error code. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had a system error code. There was no patient involvement.